Event description:
On march 5, 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump dispensed insulin during the load step. The reporter claimed that the patient woke up that morning and encountered random loss of prime warnings. The reporter changed out the patient's supplies that morning and claimed that the alarms continued. During review of the pump, the patient filled a cartridge with 55 units. During the load step, the reporter claimed that the pump pushed out 21 units and stated that 24 units were left in the cartridge. The reporter again attempted the rewind and load step with the pump. During the load step, the reporter noted that the pump stopped at 19 units and pushed 5 units. The animas representative involved in this contact advised the reporter to discontinue use of the pump and to initiate a backup plan for insulin delivery. The reporter did not allege any harm or injury because of the alleged issue. The reporter denied that the pump suffered any trauma or was exposed to an MRI or x-ray. She confirmed that the pump's caps were secure and the tubing was not kinked or pulled. She indicated that the patient's supplies were not expired or being reused. The pump was replaced. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump dispensed insulin during the load step. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 09/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed that pump not primed warnings had occurred however there was no evidence of loss of cartridge detection. A rewind, load, and prime sequence was completed successfully without alarms. A force sensor calibration test was performed and confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours without alarms or warnings. A loss of prime was induced and the pump alarmed appropriately to alert the user. The pump was opened and no force sensor defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal report number: 2531779-03/24/2010/003-r.